Event description:
It was reported to tyco/kendall healthcare in 12/2005 that a customer had a problem with the dual lumen PICC catheter. The customer alleges "a hole developed in the catheter below the base of the butterfly stabilizing wing."

Manufacturer narrative:
The customer complaint involved product number 43311, PICC dual lumen insertion tray. The complaint indicated that the catheter developed a hole beneath the stabilizing wing. The complaint report indicated that a returned sample was not expected and to date a sample has not been received. The DHR review of the manufacturing lots associated with the complaint found no quality issues associated with the device or defect mode. This is the second complaint associated with this manufacturing lot: these two complaints are from different customers. The previous associated complaint investigation concluded that the design or manufacturing of the PICC catheter was not suspect. Conclusion: without a returned sample to evaluate, this complaint has not been confirmed. All catheters are 100% inspected for leaks and occlusion using 50 psi at the time of manufacture. Any defective units would be detected and rejected at this time. In response to previous PICC complaints, efforts continue to educate our customers on the benefits and risks associated with using a 1.9 fr polyurethane dual lumen PICC. The sales force has been instructed to reinforce the importance of pulling out the IFU and reviewing it (specifically the warnings) with current and new customers. Also emphasized was the need to educate customers on frequent flushing (clotting), need to be careful with small syringes (bursting), and potential risks using chloraprep sepp applicator with sharp edges (cuts). An argyle PICC best practices document, developed by industry experts, has been published (completed in october 2005).